Manufacturer narrative:
(B)(4)

Event description:
It was reported when an asymptomatic patient presented a merlin transmission, non-sustained right ventricular oversensing episodes were observed due to post-paced t-wave oversensing on the ventricular channel. Programming changes were recommended. No further information is available.